Event description:
The stent was being placed through the right superficial femoral artery via an antigrade stick. When deployed, the stent was compressed to about half of its actual length. Another stent was placed to cover the desired area. No pt injury occurred.

Manufacturer narrative:
Evaluation: this event is still under investigation.